Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the oxygen level failed to a level of 38%-60% and the device never alarmed. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer was unable to confirm the reported issue. The biomed and fse determined that the issue was most likely associated with an inaccurately positioned sensor causing the inaccurate measurements. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found. Section e initial reporter, occupation was corrected from nurse to biomedical engineer.